Event description:
The customer reported that their t:slim x2 pump battery was not charging, which resulted in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue using a non-tandem charging cable, and technical support informed them that using third-party charging supplies is not recommended unless instructed for troubleshooting. A replacement tandem charging cable was sent to the customer. Technical support also advised that any reset of the pump requires insulin and bolus settings to be readjusted and cgm sessions to be manually restarted, advising the customer to monitor and call back if the issue persists. The customer understood these instructions.